Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the occurrence of error 32097 and replaced the right master tool manipulator (mtmr) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer was having an issue with the right master tool manipulator (mtmr) on the surgeon side console (ssc) #1. The customer tried to restart the system with no change. The technical support engineer (tse) had the customer perform a hard power cycle and exercise the mtmr with no change again. Tse had the customer disconnect the blue fiber cable (bfc), and the system powered up with no errors. The customer continued the case. The procedure was completing as planned with no reported injury.